Event description:
It was reported that during device upgrade, externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with only the proximal 11.7cm of the lead was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.